Event description:
On (B)(6) 2025, the user and parents requested a replacement charging pad and cable after the current one broke due to misuse. The user's highest blood glucose (bg) recorded was 290 mg/dl while using dexcom g7 continuous glucose monitoring (cgm). The elevation followed a meal and was managed by ongoing ilet insulin therapy. Blood glucose (bg) was corrected with ilet dosing. No symptoms, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.